Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk head / lot # unk, item# unk/ unk proximal stem/ lot # unk, item# unk/ unk cup / lot # unk, item# unk/ unk liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00962.

Event description:
It was reported that patient underwent hip revision surgery approximately one month ago. During the revision surgery the arcos proximal cone body did not seat correctly on distal sts stem. Patient was indicated for a revision surgery the following day. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted

Event description:
No further event information available at the time of this report.